Event description:
New enuresis alarm has developed a serious defect after 2 nights of use. The intent is to wake up the user on contact with urine. The first two nights, the alarm did not trigger even when urine was detected (or not detected). Each time, the alarm would just click, endlessly and heat up. The logical solution was to power it down by removing batteries. This happened for 2 nights and the third night, it completely failed. Within mins of setup, the device overheated. It wasn't connected on the user, but on the side and it partially melted the plastic housing within 15 mins of sitting on the table. The heat was excess and smell from the alarm was clearly that of something burning. User could have been badly injured by the alarm if it were connected to body. FDA safety report ID # (B)(4).